Event description:
It was reported that a 51-year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 750cc and experienced bilateral device migration along with capsular contracture baker grade iii/IV and rupture on the left side post-operatively, which was confirmed via MRI. As a result, the patient underwent removal and replacement with similar devices on (B)(6) 2023. This report is for the right breast prosthesis. See manufacturer report number 1645337-2023-08425 for contralateral side.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth uhp 750cc returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: migration. Manufacturer¿s reference number: (B)(4).